Event description:
It was reported that the patient sought medical attention and was diagnosed by paramedics with hypoglycemia on (B)(6) 2026. The patient's blood glucose levels declined to 19 mg/dl while wearing the pod between 4 and 24 hours on the arm. Reported symptoms included sweating, weakness, and significant fatigue. The patient attempted self-treatment with one glass of orange juice, one and a half cookies, and one glass of milk. A new pod was applied by the paramedics.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone17.5 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.